Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6) 2011. During the procedure, the surgeon attempted to seat the acetabular liner into the acetabular cup, but it would not engage. The surgeon attempted to seat two additional liner components with the same result. The acetabular cup was removed and an alternate cup and liner component were opened and successfully implanted.

Manufacturer narrative:
Evaluation of the returned device found evidence of damage on the rim of the cup and to the lock ring. Dimensional evaluation of the cup and associated liners found them to meet specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records confirmed that acetabular cup and liner components associated with this event released with no recorded anomaly or deviation. Device availability - device has not been received by manufacturer to date. Should the device be received, evaluation will be completed and a follow up report will be sent to the FDA.